Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the marathon catheter leak may be due to a rupture of the catheter. There was no resistance during the injection of the liquid embolic agent into the marathon. There was no longer pauses with the injection from the physician, as recommended per the IFU. The injection rate was followed as indicator in the competitor's IFU. There was no liquid embolic agent embedded in an unintended location. There were no images available of the damaged catheter and no procedural/post-procedural imaging available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a marathon catheter that was observed to have a leak during a procedure. The patient was undergoing a liquid embolization procedure to treat an arteriovenous malformation. Vessel tortuosity was moderate. It was reported that the marathon catheter and all accessory devices were prepared according to the instructions for use (IFU). The catheter was flushed per IFU. The marathon reached the nidus guided by the micro guidewire. The physician was injecting the non-medtronic liquid embolic over a period of 40 minutes with the regular interval of 1 minute. After injection about 1.7ml of the liquid embolic, the physician observed some leaking of the embolic agent from the distal portion of the marathon catheter. Injection was stopped immediately. The marathon was withdrawn and the case was stopped. There were no patient symptoms or complications associated with the event. Ancillary devices: envoy 5f guide catheter, chikai 008 guidewire, squid 18 liquid embolic